Event description:
A 6f angio-seal was placed in the right femoral artery with good hemostasis postprocedure. There was no trauma to the vein during access to the right femoral artery. The vein was clearly stuck twice but there was immediate removal of the needle and no trauma or hematoma. The patient was admitted the following day with a deep vein thrombosis (dvt) of the right common femoral vein. Clearly cannot completely exclude this as a contributing factor for the dvt.